Manufacturer narrative:
(B) (6) therapy/non-surgical procedure, additional. Stent suture broken. As the unit will not be returned, boston scientific will not be able to perform a technical analysis. A labeling review identified that the device was used per the directions for use (dfu). It should be noted that stent migration is listed as a potential adverse event in the dfu. Manufacturing documentation for the last three batches shipped to the customer were reviewed and revealed no anomalies or deviations in the manufacture of these batches. As a result of this investigation, this complaint will be assigned the most probable root cause of anticipated procedural complication.

Event description:
Note: exact procedure date is unknown. It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during a procedure performed in (B) (6) 2010 ((B) (6) male; weight unknown). According to the complainant, a wallflex esophageal fully covered stent was implanted as a palliative measure in a malignant esophageal stricture. Approximately two weeks later the stent migrated into the patient¿s stomach. The physician attempted to remove the stent with rat toothed forceps. During the removal procedure, the stent¿s removal suture broke. The physician was still able to remove the stent by grasping the stent by the body. The physician replaced the esophageal stent with a partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.